Manufacturer narrative:
Updated fields: h10 this report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation a definitive root cause was not established. However, multiple factors may have contributed to the broken knife wire and damaged coating: 1.the device was not protruded enough from the endoscope until the rear end of the cutting wire was in the field of view. 2.due to the situation of ¿1¿ description, the cutting wire and the endoscope were being close to each other. 3.the output was activated in state of ¿2¿ description. This might have led to an electrical discharge between the cutting wire and the distal end of the endoscope. 4.an electrical discharge possibly occurred, and the cutting wire became hot instantly. That might have caused the cutting wire to break. 5. Since the cutting wire was broken, it was felt that the cutting wire was no longer energized. It can be inferred that heat generated by an electrical discharge caused damage of the coated portion. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿¿ since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the wire is very short, the output is too high or activated while the wire touches metal parts of the endoscope, or the wire is tightened too strong. When the wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the wire will be pushed out toward the papilla or move sideways. If the wire breaks off, stop the output immediately and pull the slider completely to retract the broken wire into the tube. Then withdraw the instrument from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct and/or damage of the endoscope could result. ¿be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. In case the cutting wire contacts the forceps elevator, insufficient output or unintended tissue injury may occur. ¿ do not activate output while the cutting wire touches the metal parts of the endoscope, or they are being close together. This could burn the tissue and/or damage the endoscope or the instrument." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The results of the evaluation are as follows: since the knife wire had already broken, it was not possible to confirm the reproducibility of the knife wire break. The broken part was charred and melted. In past investigations, damage to the wire sheathing was reproduced using the heat generated during electrical discharge, and the shape of the actual wire sheathing was similar to the shape of the wire sheathing in the simulation study. When we measured the outer diameter of the knife wire, no abnormalities were found. We confirmed that there were no problems with the length of the knife wire or wire sheathing, and that there were no defects on the actual product. No other abnormalities that could lead to breakage of the knife wire were confirmed. We will conduct a separate investigation into the cause. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.related to patient identifiers: (B)(6).

Event description:
The customer reported to olympus that the single use 3-lumen sphincterotome v knife wire broke when outputting. The issue was found during a therapeutic endoscopic papillary sphincterotomy procedure. The procedure was completed using similar equipment. No effects on patients were indicated. There were no reports of patient or user harm.